Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion prime was giving high readings. Caller called to state that she had just got out of the hospital from going into diabetic shock due to her meter being inaccurately high. Patient stated that she has two meters and both were off by 22 points. She tested herself at 1:30 am and had a 271. She did not treat herself based on 271 reading because she felt that was enough until morning. She went to sleep and the last thing she remembers was seeing the clock at 5 am. Her friends found her at 10:30am and she went to the hospital. She was treated and released. She compared her meter while at the hospital and both prime meters were 22 points higher than the hospital meter. Controls not used. Replacing product.